Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. The customer loaded a new cartridge to resolve the issue. As well, as that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customers blood glucose was 340 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.